Event description:
The following article was received based on a literature review: article: surgical outcomes after primary baerveldt glaucoma implant surgery with vitrectomy for neovascular glaucoma. A retrospective study was done to evaluate the 3-year long-term outcomes of primary baerveldt glaucoma implant (bgi) surgery for neovascular glaucoma (nvg). A total of 27 patients with nvg were treated with panretinal photocoagulation and pars plana vitrectomy before bgi surgery with bg 102¿350 (johnson & johnson surgical vision, inc.). At 3 years post-op, 5 eyes were reported to have worsen. Early postoperative complications include hyphema (n=4) and vitreous hemorrhage (n=5). Late postoperative complications include hypotony (n=1), noninfectious iritis (n=4) which improved with steroid eye drops, and vitreous hemorrhage (n=2). Vitreous reoperation (vitrectomy) for vitreous hemorrhage was performed in 2 eyes. One case became a traction retinal detachment (n=1) with low iop after multiple vitreous surgeries for vitreous hemorrhage. It was reported that the causes of surgical failure were ocular hypertension in 4 eyes, low intraocular pressure in 1 eye, and light-perception consumption in 1 eye. It was also reported that 2 patients died during the course of the study due to an unknown cause. Other jnj products were mentioned but no complaints were reported against them.

Manufacturer narrative:
Patient age: mean ± sd (range): 56.4 ± 14.3 (25¿84). Patient gender: female/males: 9/18. Patient ethnicity and race: information unknown/not provided. Date of event: march 28, 2021 (the date article was accepted). Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: n/a (not applicable) there is no indication the device has been explanted. The device was not returned for analysis; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Citation: nishitsuka, k., sugano a., matsushita t., nishi k., yamashita h. (2021) surgical outcomes after primary baerveldt glaucoma implant surgery with vitrectomy for neovascular glaucoma. Plos one 16(4):pp.1-11. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: upon further review on jun 14, 2024, it was noted that section d4 catalog number was submitted as bg102-350 on the initial MDR, but should be 23030818. Therefore, it is captured in this supplemental report. The following field has been updated accordingly: section d4: catalog number: 23030818. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.